Event description:
It was reported that during an unknown procedure the clip jammed and it did not come out smoothly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken. In addition, there were no clips remaining on the device and the lockout was noted to have been fired through. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In additional, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.